Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was there was high thresholds, high/undefined impedances, and oversensing resulting in a polarity switch on the right atrial (ra) lead. It was also noted that there was high thresholds and a rise in impedances on the right ventricular (rv) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.